Event description:
New information received states that no intervention has been done as the lead remains implanted and will be monitored. The patient is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net, atrial lead noise was noted. The electrogram (egms) appear to show external lead noise. No further information is available at this time.